Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up and completion of the engineering evaluation. Updated a2 and h6. The device was returned for evaluation and an engineering evaluation was performed. The returned device was visually examined and the following was observed: the sheath shaft and introducer tip curved. The sheath liner was fully expanded and no stretching was observed on the liner. The distal tip was split. Scratches were observed on sheath shaft. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of inability to advance through sheath was unable to be confirmed per evaluation of returned device, while the complaint of sheath distal tip split was confirmed based on evaluation of the returned device. No manufacturing nonconformance was identified during evaluation. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. For the complaint of inability to advance through sheath, a detailed root cause analysis for similar returned sheath shaft resistance with delivery system complaints has been conducted and summarized in an edwards' technical summary. The technical summary provides details of contributing factors for increased resistance during insertion and advancement of the delivery system through the sheath. The following factors were identified as the applicable root cause(s) for encountering increased resistance: tortuous vessels can create sub-optimal angles that can lead to non-axial alignment in the advancement of the delivery system. Per evaluation of the returned device, curvature was noted on the sheath shaft. Calcification can reduce the vessel diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Per evaluation of the returned device, scratches were observed along the sheath shaft. Steep insertion angle can result in non-coaxial alignment between the delivery system and sheath, which may lead to resistance during advancement. Per follow-up with field clinical specialist, the sheath was inserted in a steep angle. The technical summary also outlines the extensive manufacturing mitigations in place to detect a defect or nonconformance associated with an esheath resistance with delivery system. There are several 100% in-process inspections (visual) performed in manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. These inspections and testing support that it is unlikely that a manufacturing non-conformance contributed to the complaint. As such, available information suggests that patient factors (calcification, tortuosity) and procedural factors (steep insertion angle) may have contributed to the reported event. No device or labeling problem was identified during the evaluation. Therefore, no further corrective or preventative actions are required. For the complaint of sheath distal tip split, per device evaluation, the sheath distal tip is split and has scratches noted along the shaft. Sharp calcified nodules could create small tears or weaken the sheath, making it more susceptible to split. Additionally, sheath shaft was noted curved. Tortuosity can subject the sheath to suboptimal angles that can lead the delivery system and/or valve to catch onto the tip and potentially leading to the split, especially if compounded with excessive manipulations to overcome the encountered resistance. As such, available information suggests that patient factors (calcification, tortuosity) may have contributed to the complaint event. No device problem or manufacturing non-conformance that would have contributed to the complaint event was identified during the evaluation. No device or labeling problem was identified during the evaluation. Therefore, no further corrective or preventative actions are required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
Edwards received notification from our affiliate in colombia. As reported, this was a of a 23mm sapien 3 valve implant in aortic position. During the procedure, 14f esheath was uneventfully inserted through the right femoral in a steep angle, but when advancing the commander delivery system valve through the esheath it required additional force to make it advance and it got stuck inside the esheath. It was decided to remove the commander delivery system from patient, the esheath was left inside the right femoral access. A left contralateral puncture was performed, a second 14f esheath, commander delivery system and valve was advanced without complications. The valve was uneventfully implanted. The patient did not experience any injury during the event. After removal of the 1st esheath, it was found that the esheath did not expand at the proximal region. As per medical opinion, the root cause of the event may be related to a failure of the expansion system of the first introducer used. As per the preliminary evaluation of the returned devices, the esheath distal tip was found to be split.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion.